Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that after closing the imaging system around a patient, the pendant indicated that it was in stand alone mode. The pendant prompted an m calibration. Had the clinical specialist hold down the gantry open button which made the gantry wag. He held the gantry open down again and the tuba and detector spun and the gantry opened, allowing for the imaging system to be removed from the field to complete an m- calibration. Additional information was received stating that once the system prompted the them to perform a motion calibration and after that was done, the system functioned appropriately for a second spin. The issue extended the surgical time by less than 1 hour. There was no impact on patient outcome.